Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice for low blood glucose levels. Once on (B)(6) 2011 with a blood glucose reading of 33 mg/dl and again on (B)(6) 2011, with a blood glucose reading of 29 mg/dl. The customer recalled nothing other than waking up in the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also functioning properly. Nothing further was reported.